Event description:
It was reported that the patient presented in clinic for an elective replacement procedure. During the procedure, the left ventricle lead exhibited failure to remove guidewire from the lead. The physician replaced the lead during the procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of failure to remove guidewire from lead was confirmed. As received, a complete lead was returned in one piece measuring 86.2cm with guidewire inserted in the inner coil. Visual examination of the lead found the inner coil was offset/damaged and the ptfe coating of the guidewire was clogged in the inner coil at 27.0 cm to 29.5 cm from the connector pin due to procedural damage. The cause of the reported event was due to the damaged inner coil and the ptfe coating of the guidewire clogged in the inner coil.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.